Manufacturer narrative:
..

Event description:
The manufacturing representative reported the #3 electrode was damaged on the lead while taking off the lead end cap during a deep brain stimulation surgical procedure. Once the system was fully connected the impedances were greater than 2000 ohms. A boot was used over the lead end cap and was sutured at both ends. The lead end cap was positioned a short distance from the burr hole cap site. The hcp will attempt reprogramming.